Event description:
It was reported that at the end of the implant procedure the right ventricular (rv) lead displayed high threshold. The following day the threshold was normal; however, one week later it was found to be high again. It was also reported there were low rv r waves and the rv lead was over-sensing cross-talk p waves resulting in double counting. Additionally reported was the right atrial (ra) lead displayed high thresholds at the end of the procedure and later became stable. The pacing and tachyarrhythmia therapies were switched off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.